Event description:
It was reported that the implantable cardiac monitor icm was explanted due to pocket infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the device was returned and analyzed. There were no anomalies found. (B)(4).